Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient's mobile power unit (mpu) suddenly stopped functioning resulting in loss of power to the controller. After troubleshooting the mpu the patient was given a loaner.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the mobile power unit (mpu) suddenly stopped functioning was not able to be reproduced. The mobile power unit, serial number (B)(6), was received and evaluated at the service depot. Visual inspection revealed an area where the outer insulation had suffered damages, possibly due to crushing / pinching or even animal bites. The mpu was powered on and allowed to operate for several days. The patient cable was manipulated while the mpu was operating and there were no alarms reproduced. The mpu operated as intended with no functional problems. The patient cable with the damaged outer insulation was replaced and a full functional test was performed. The mpu passed all test steps and will be returning to the customer site. Further evaluation of the patient cable did not reveal any compromised wires. Heartmate 3 patient handbook, rev. D, under section 5 ¿alarms and troubleshooting¿ describes all alarms. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the mpu was manufactured in accordance with mfg and qa specifications. No further information was provided. The manufacturer is closing the file on this event.